Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and a white display. A white display is indicative of a device lockup condition that could delay, or prevent defibrillation therapy if it were necessary. There was no patient use associated with the reported event.